Event description:
It was reported that the right ventricular (rv) lead experienced two consecutive out of range impedance measurements greater than 2000 ohms. The patient is scheduled to undergo fluoroscopy to assess the performance of the lead. The rv lead currently remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product ID (B)(4) implantable cardioverter defibrillator implanted: 2007 (B)(6). (B)(4).